Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.5x33mm xience xpedition stent delivery system was difficult to advance through unspecified lesion and the shaft fractured. The device was withdrawn from the anatomy. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). Correction: date received by manufacturer on the initial 30-day medwatch is corrected from 11/17/2017 to 11/10/2017.